Event description:
It was reported that a 2.75 x 38 mm xience xpedition was being prepared for use and when the package was opened and the protective sheath removed, the stent dislodged with the protective sheath, onto the stylet. There was no resistance removing the protective sheath. Another 2.75 x 38 mm xience xpedition was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported stent dislodgement was able to be confirmed. The stent implant had dislodged and was located partially inside the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath and subsequent stent dislodgement was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.